Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser recanalization catheter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one 14s crosser cto recanalization catheter for evaluation. Upon visual evaluation, no anomalies noted to transducer handle and saline hub. A complete circumferential break was noted between the proximal portion of the catheter shaft and the strain relief. The inner guidewire lumen was visible and still connected. Marker band is present and undamaged. Functional testing: the crosser was connected to the crosser generator without issue and activated successfully and water leaks were noted at the strain relief of the catheter. Water was not observed to exit the distal tip. No abnormal noises were heard. The investigation confirmed the reported leak at the strain relief. The investigation also confirmed for the identified circumferential break between the proximal catheter shaft and the strain relief. The break is considered the likely root cause of the reported leakage. However, definitive root cause for the reported leak and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was getting prepared for a recanalization catheter procedure using crosser. Prior to the procedure, it was reported that the crosser was allegedly leaking at catheter hub connection point. The procedure was completed using another device. There was no patient contact.